Event description:
The account alleged the right coiled cable from the power supply to the logic board is cut in two places and one of the wires in side is exposed. He thinks it was caught by one of the casters when bed was moved.

Manufacturer narrative:
The technician could not determine why the cable was entangled with the caster. All of the wire ties and strain reliefs are on and did not look damaged or out of place. Repairs have not been completed.